Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?), g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the video generator board (0040-00-0456). It is unclear if the replacement fixed the issue and what checks were made. The customer did not respond to the gfe's and the record will be rejected as we wait for more information from the customer. Updated: the gfe attempts were met with no response. The record will be closed if new information becomes available the record will be updated

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. During disassembly of the monitor, the fse observed that the video board had been damaged, with one of the contacts lifted from the board. The fse replaced both the video generator board and the display top assembly. After replacement, all safety and functional tests were successfully completed, and the unit was returned to normal operation. The failure analysis and testing (fat) department performed a visual inspection of the returned parts. The top lcd display showed a dark spot on the lower portion of the screen, and the video generator board had a broken connector. The fat department installed the top lcd display into the cardiosave test fixture and tested it according to factory specifications outlined in the cardiosave service manual. When driven with solid blue and green test patterns, the upper lcd screen displayed multiple black spots along the bottom edge. Due to the broken connector on the video generator board, it could not be installed or further evaluated. However, the fat department was able to confirm the failure of both the top lcd display and the video generator pcba. The parts are being retained in the fat department in accordance with procedure.

Event description:
It was reported that the upper display of cardiosave intra-aortic balloon pump (iabp) has been damaged. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.